Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control furhter evaluated the device and observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer reported to physio-control that their device had a charge-pak icon and an attention icon in the readiness display. During incoming inspection it was observed that the device had the charge-pak, attention, and service wrench icons in the readiness display. The device would not power on. There was no patient use associated with the reported event.